Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event did not occur while in use with a patient, it was found to be during routine preventative maintenance; there was no patient injury. Device evaluation: one device was returned for analysis. Visual inspection showed labels removed and or damaged. Visual inspection showed cracking on the lower right front corner of top case. Also, the main pcb in device was cracked. As a result of checking the log, it revealed check plunger sensor. Based on evidence and investigation, the complaint allegation was determined to be caused by the pump being dropped or cannibalized by customer. Plunger pcb is not working due to normal wear. Position pot is not working due to normal wear. The top case, plunger pcb, and position pot were replaced.

Event description:
It was reported that damage to top case/check syringe plunger sensor/ will not calibration size and position